Manufacturer narrative:
The device was returned and the investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: time:  8:26 am,      bg (mmol/l): 10.2, (mg/dl): 184,       cho (g) :   92,        bolus (u): 15.15; 10:44 am, 16.2, 292; 12:19 pm, 17.0, 306. The pod was removed and she gave herself a bolus of insulin. The pod was worn longer than 48 hours on the abdomen.